Event description:
During thoracosurgeries, one of the two doctors performing the surgery would get a deep puncture burn to the finger. Various electrosugical pencils were used and there were no signs of burning on them. There was a total of 18 events. This is the first event. See events 1720159-1999-00089 through 1720159-1999-00105.

Event description:
During thoracosurgeries, one of the two doctors performing the surgery would get a deep puncture burn to the finger. Various electrosurgical pencils were used and there were no signs of burning on them. There is a total of 18 events. This is the first event. See events 1720159-1999-00089 through 1720159-1999-00105.